Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 555 mg/dl. Customer reported that they received no delivery alarm. Customer reported that the issue resolved by changing reservoir and infusion set. Customer reported that they want to use insulin pump to get the blood glucose down and they would call back to troubleshoot. The insulin pump will not be returned for analysis.